Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and fast testing without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The device has not been returned to zoll for evaluation. The pads used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.